Manufacturer narrative:
The t:slim pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm after interacting with the pump within the 12 hour time period. There was no impact to the customer's blood glucose level. Tandem customer technical support (cts) reviewed the t:connect data and it showed that the customer had not interacted with the pump 12 hours prior to the auto-off alarm. Cts informed the customer of the information.